Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the injector was malfunctioned, there was a patient contact but no patient harm. The procedure was completed with new intra ocular lens. No further information available.

Manufacturer narrative:
The product was returned for analysis. And the reported complaint could not be observed. Iol was returned outside of the device. No damage observed, to the product. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in a blister tray. Solution is dried on the iol. No damage observed. The product investigation could not identify, the root cause for the reported complaint "injector malfunction". No damage was observed, to the device or to the lens. The reported complaint is lacking in relevant information, such as the type of defect observed, to complete a thorough investigation. The manufacturer internal reference number is: (B)(4).